Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. The issue was decided to be reported based on available information (no logs or no information about faulty part) as the initial description might have underlying causes which represent a reportable event. Based on provided information, internal leakage test and safety valve test failed during pre-use check and it was tried to look for leak and reseat. It has been confirmed that the service request has been rejected and there was no information about the replacement of any part. The root cause to the reported issue has not been confirmed.

Event description:
Manufacturer's ref #: (B)(4).